Manufacturer narrative:
Products were not returned to date. As no lot number were provided for the devices, the device history records could not be reviewed. Beside the fall of the pt shortly after the primary surgery, a cause for the specific clinical event cannot be ascertained from the information provided. Should additional information becomes available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the pt fell down and had a periprosthetic femur fracture on the right side. She underwent a first surgery on (B)(6) 2012 and a ncb plate was implanted. After a new fall (in the stairs), the pt underwent a revision surgery on (B)(6) 2012.